Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected no delivery alarms were noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that she was receiving a lot of no delivery alarms on the insulin pump. Customer stated that she is back on shots because of the alarms. Customer stated that she changed the set yesterday and was using new reservoir, insulin, and a new serter. Customer stated that she feels as if the pump is not working properly. Customer's blood glucose is 500 mg/dl. Customer treated with a manual injection. Customer stated that the alarm occurred during bolus and basal. Customer stated that the alarm is recurring and the issue has not been resolved. Customer stated that the tubing was not bent or kinked. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.